Event description:
It was reported that the patient presented in the clinic after receiving two inappropriate high voltage therapies due to atrial fibrillation with rapid ventricular response. Upon interrogation, the pulse generator exhibited intermittent atrial undersensing. Programming changes were performed. The patient was stable during and after reprogramming, and would continue to be monitored.